Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips break when being loaded on the applier. The devices were changed to another lot number to perform the intervention. There was no consequence for the patient.

Event description:
It was reported that the clips break when being loaded on the applier. The devices were changed to another lot number to perform the intervention. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1800484 was manufactured on 05/28/2018 a total of 13,356 pieces. Lot was released on 05/31/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with six intact clips remaining in it. The applier was not returned. Functional inspection was performed on the returned clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips break at loading" was not confirmed based upon the sample received. Upon functional inspection, the clips were able to properly load into the jaws of the lab inventory applier and were successfully applied to over-stressed surgical tubing. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.